Event description:
A premature battery depletion reportedly occurred. The patient required an urgent box change as the battery had depleted earlier than expected based on last check. The patient is dependent on the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A premature battery depletion reportedly occurred. The patient required an urgent box change as the battery had depleted earlier than expected based on last check. The patient is dependent on the device.